Event description:
First sensor applied by dr gave reading of "expired" when pt tried to test three times first day, next sensor worked fine. Dose or amount: 1 sensor, frequency: every 10 days, dates of use: (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: diabetes.